Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that an elective replacement indicator (eri) was seen. The caller checked the voltage remaining on the device and confirmed it was at 2.56. It was noted there was an allegation/dissatisfaction with the ins longevity. It had been about 6 weeks since they last checked the device because they didn't think the battery would be going down this quickly. However, it was noted the patient's settings are high and they asked if that was normal for the battery to deplete quicker. The patient had an appointment scheduled for (B)(6) 2019, but the caller was going to request an earlier appointment to address the eri.